Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Device analysis upon receipt at a boston scientific (bsc) post market quality assurance laboratory, the farawave catheter was analyzed by a bsc quality investigator. The farawave catheter was visually and functionally examined. Visual inspection identified white marks and/or spots on the catheter handle. Based on analysis of the returned farawave catheter, the reported foreign material present on device was able to be confirmed.

Event description:
It was reported that foreign material was present on the device. During preparation for a pulse field ablation procedure, a farawave 31mm catheter was selected for use. When the farawave was pulled out from the case, it was noted that the handle appeared white and dirty. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that foreign material was present on the device. During preparation for a pulse field ablation procedure, a farawave 31mm catheter was selected for use. When the farawave was pulled out from the case, it was noted that the handle appeared white and dirty. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.